Event description:
It was reported that this right ventricular (rv) lead was explanted two days after implant due to high capture thresholds. Another rv lead was successfully placed. No additional adverse patient effects were reported. Currently, this product has not been received for analysis.